Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer reported that the surveillance would reboot after adt operations performed. There was no patient incident.